Event description:
It was reported that during an implant attempt of the subject device, a connection issue in the ventricular channel was incurred. It was indicated that clicking of the torque-limiting screwdriver could not be obtained, when tightening the set-screw. Another pacemaker was subsequently implanted instead.

Event description:
It was reported that during an implant attempt of the subject device, a connection issue in the ventricular channel was incurred. It was indicated that clicking of the torque-limiting screwdriver could not be obtained, when tightening the set-screw. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4).